Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stimulator was exposed and visible in the wound 3 months after a successful implant. There was infection which, it appeared, would require device removal. Additional info was requested.